Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.

Event description:
It was reported that the device was leaking a water-like fluid under the trigger area, during the cleaning process. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
(B) (4). Customers meter sn ((B) (4)) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter's memory.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 19 mg/dl, 49 mg/dl, 52 mg/dl and 151 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.